Event description:
It was reported that a patient wanted his device to be reprogrammed for better pain control. The reporter stated that when the device was interrogated, an eri (elective replacement indicator) message showed up. It was noted that electrode 4 was showing an impedance of more than 10 ,000 ohms. The reporter stated that the patient complained of a burning sensation at times when he "wore the stimulator for too long." It was unclear what the reporter meant by "wearing the stimulator." It was noted that the burning sensation was at the lead location. It was reported that some of the electrode contacts were "changed up," not including contact 4, for "satisfactory pain relief without burning" according to the patient. It was noted that the patient did not wish to make a surgical pre-operative appointment at the time and planned to wait to replace the implantable neurostimulator when it was completely depleted. The reporter stated that the patient had seen a "ghost device" icon on the patient programmer for two weeks, which indicated a depleted device. It was reported that the device might last an estimated four to six weeks. It was noted that there was normal battery depletion. The reporter stated that the patient was satisfied with the explanation and the adjustments made to the device. It was noted that the patient had no injury and no adverse event.

Event description:
Additional information received reported that there was an elective replacement indicator (eri) message so the patient was scheduled for a pre-operative appointment on (B)(6)-2013 with his physician to discuss replace the implantable neurostimulator (ins). The patient had less than 50% therapy relief. The patient was alive with no injury or adverse event.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Event description:
Additional information received reported the patient's neurostimulator was replaced the day prior to this report and the patient received adequate coverage.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis of the stimulator revealed the battery was at normal end of life. It was noted telemetry and output were okay.